Manufacturer narrative:
(B)(6).

Event description:
It was reported that move on balloon occurred. The 80% stenosed target lesion was located in mildly tortuous and non-calcified ostial left circumflex artery. After an unspecified 6f guide catheter was engaged, a 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was missing the ostium because the stent starts after the marker band. The device was then removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A test 0.014 guidewire was loaded without issue. No issues were identified during analysis.

Event description:
It was reported that move on balloon occurred. The 80% stenosed target lesion was located in mildly tortuous and non-calcified ostial left circumflex artery. After an unspecified 6f guide catheter was engaged, a 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was missing the ostium because the stent starts after the marker band. The device was then removed and the procedure was completed with a different device. No patient complications were reported.